Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "when you plug in the tubing to warm liquid, it alarms¿ could not be replicated by powering on the unit with water and a consumable attached. Further investigation through alarm checks found that the unit would run normally, but there was no audio alarm and the light emitting diodes (led)s would not activate when alarms were triggered. During visual inspection, the reflux anchor was found to be damaged, and the auxiliary (aux) seal was missing. Replaced ¿pcba¿, reflux anchor, and aux seal. Calibrated the unit, performed performance verification test (pvt), electrical test, and 40-minute and 15-minute run time tests. The unit passed all testing criteria. A probable cause was not determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿when you plug in the tubing to warm liquid it alarms¿; during device evaluation it was found there was no audio alarm and light emitting diode (led) not activating when alarm is triggered. The event occurred during testing. There was no patient involvement.